Event description:
Information was received from a consumer regarding a patient receiving compounded morphine via an implanted pump. The indication for pump use was spinal pain. The patient reported that his pump had to be removed because in (B)(6) 2021 it was determined that he had (B)(6). After he healed, they implanted his current pump in (B)(6) 2022.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.